Manufacturer narrative:
After battery installation, no blank display noted. However, device had unresponsive buttons due to flattened down button dome switch. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and blank display. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged, and the spring was neither damaged nor corroded. The customer was reported that the insulin pump display returned after restart. Customer stated that buttons were not pressed more than 3 minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.